Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump alarmed with software error bad pointer, impossible default case, parameter out of range alarm that could not be cleared. The customer¿s blood glucose level was 148 mg/dl at the time of the incident. Details that led to the event and add relevant information if applicable. Troubleshooting was not completed. The insulin pump will not be returned for analysis as it was an older pump.